Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The high voltage (hv) capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a vibratory alert for capacitor charge time limit reached. The patient did a manual remote transmission, which showed the alert for capacitor charge time limit. The device was explanted and replaced. The patient was stable before, during, and after the procedure.